Manufacturer narrative:
The calport detector was believed to be the cause and was replaced by field service. Item was disposed of on site. The problem persisted and was subsequently corrected by replacing the calport detector and a cpu board.

Event description:
The customer had reported a pt had received dark 1/2 moon type marks and redness after a laser hair removal procedure. Service noted the laser energy was off 22% from the nominal value selected. No reported serious injury.